Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery comparment, damaged battery compartment cap, and a dim discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:no alarms related to complaint observed in the black box. No evidence of excessive battery usage observed in black box. Two battery compartment cracks observed, one in thread area and one from thread area to case seal. No evidence of moisture contamination inside battery compartment or on battery cap. Battery cap is unable to fully tighten due to damaged cap threads and battery compartment cracks. No power loss was observed; current draws within specifications. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Unrelated to the complaint, display is faded, discolored and very difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.